Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No further information can be obtained from the (B)(4) study regarding the patient's death that would/could disassociate the device system and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased. The death occurred one year and seven months post implant. The cause of death is unknown. The adverse event committee of the study classified the relatedness of the adverse event to the procedure or device as "unknown" and the death has been classified as "unknown".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.